Event description:
Device malfunction: unable to attach sheath to clip applier. Time of malfunction: during device insertion. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, when attaching the clip applier to the sheath, they did not click together. The device and sheath were removed. A second sheath and starclose. Se were used to achieve hemostasis. There was no adverse pt effects. Though requested, additional info was not provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.